Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the distal tip of the subject catheter was lost inside the patient. Unknown intervention was performed to try and remove the distal subject catheter tip but was unsuccessful. Surgical delay was reported but duration is unknown. Patient condition is unknown. No other information is available.

Event description:
It was reported that during the procedure the distal tip of the subject catheter was lost inside the patient. Unknown intervention was performed to try and remove the distal subject catheter tip but was unsuccessful. Surgical delay was reported but duration is unknown. Patient condition is unknown. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed with the packaging returned with the device and the hub. On visual inspection, the catheter shaft was kinked. The catheter tip was broken. The catheter hub was intact. There was blue contamination observed. Functional inspection was not required as the defect was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The as reported/as analyzed catheter tip broken/fractured during use, as analyzed device foreign matter and as reported un-retrievable device fragments will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the catheter shaft was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to the as analyzed catheter shaft kinked/bent.